Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 142 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as insulin shock and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported a flush drive support cap. The customer feels that the pump is not delivering correct insulin amounts. Troubleshooting was completed but did not resolve the issue. The customer was recently using a competitor's insulin pump. The customer also had diabetic ketoacidosis in (B)(6) 2018 that led to hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08735 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had cracked reservoir tube lip.